Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
"About an hour after the installation of an ECMO, iade noticed a blood leak at the outlet of the oxygenator, where normally only carbon dioxide and water vapor escape. This event being abnormal, the anesthesia team decided to change the device. Patient impact: no. " device involved: be-hls 7050. (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A leakage at the gas outlet of the hls module was reported. The hls module was investigated in the getinge laboratory on 2021-02-24 with following results: during the leak test no leak between the blood and gas side was noticed but a leak on the de airing membrane was found. Most probably the protective cap was not mounted on the de airing membrane during use and thus blood ran along the oxygenator to the gas outlet of the oxygenator, assuming a leak at the gas outlet by the customer. The affected de airing membrane did not work according to its specifications as only air should escape through it, and no liquids. The problem has already been addressed by mcp under (B)(4) and a new de airing membrane was implemented on (B)(6) 2020. The affected hls module was manufactured on 2020-05-25. Following probable root causes for the leaking de airing membrane were determined within the ecr: 1. Damage(s) to the de airing membrane 2. Insufficient welding of the de airing membrane with the connector 3. Inadequate bonding of the de airing connector in blood inlet cover based on the investigation results the reported failure "leakage gas outlet" could not be confirmed but a leakage at the de airing membrane was confirmed. The sales and service unit was advices to make the customer aware of the instruction for use (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v1.5). In chapter 5.3.1 "safety instructions for the oxygenator" is stated to ensure that the de-airing membrane of the oxygenator is closed with the yellow protective cap during operation. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.